Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt's mother reported, the pt's (B)(6) is bad. Mother stated, pt's (B)(6) was 7.1% on (B)(6) 2010 and 6.5% in (B)(6) 2010. Mother reported, the pt's doctor thinks the infusion device is delivering too low amount of insulin. Mother stated since (B)(6) 2010, pt's blood glucose level has been up to 280 mg/dl. Pt's normal blood glucose level is 80-120 mg/dl. Mother reported, pt was able to bring blood glucose level under control himself. Mother stated, the infusion device display is damaged, but is readable. No further information is available. Product was replaced and requested return of the alleged product for evaluation.